Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed that the tube was kinked. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition was determined to be manufacturing related due to the pressing of the tube against the hard components (such as clamps) or other sets during the packaging and transportation process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of blood/solution infusion sets were kinked and would not flow. The event was further described as ¿they hold their memory and cause kinking and cease flow¿. This issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.